Event description:
(B)(4). Same case as: 2134265-2010-04957, 2134265-2010-04953, 2134265-2010-04956. It was reported that post a coronary stenting treatment procedure, the patient experienced a change in angina. During the index procedure, the physician implanted two taxus express2 stents (2.75x28mm and 2.50x24mm) in the mid left anterior descending (lad) and two taxus express2 stents ( 2.5x16mm and 2.5x24mm) in the 1st diagonal. Details of the lesions are unknown. In (B)(6) 2010, when a 2-year follow-up was performed the physician noted the "patient's anginal symptoms changed for the worst than the result of one year follow up".

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - as the device has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).